Event description:
It was reported that the patient with this right ventricular (rv) lead had a tachycardia episode. Upon review, high within range shock impedance was noted, and an increase in impedance measurements had been shown trough out the previous year. This rv lead had exhibited high shock impedance in the past. This rv lead remains in service. Further testing was recommended. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a tachycardia episode. Upon review, high within range shock impedance was noted, and an increase in impedance measurements had been shown trough out the previous year. This rv lead had exhibited high shock impedance in the past. This rv lead remains in service. Further testing was recommended. The patient will continue to be monitored. No additional adverse patient effects were reported. Additional information was received and out of range shock impedance measurements above 200 ohms were exhibited. A commanded shock was delivered a few years ago and within range measurements were obtained. Technical services (ts) was consulted and recommended continue to review lead condition. No additional adverse patient effects were reported.